Event description:
Subsequent to filing of the initial medwatch report, additional information was received. It was reported that suture placement in the calcified left common femoral artery was attempted with eight proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, for all eight proglide devices, resistance was felt during proglide device deployment and the suture remained in the foot due to contace with calcification. The aaa procedure was completed and hemostasis was achieved by surgical cut down and suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The seven additional proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001. The device location was not provided and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that eight proglide devices failed to deploy as "the thread remained trapped in the shoe each time". The method of achieving hemostasis was not provided. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.